Event description:
Tampon left inside me - vagina [foreign body in reproductive tract]. String and tampon broke apart [device breakage]. String and tampon broke apart when pulled string to remove [complication of device removal]. Case narrative: consumer reported via social media that the string and tampon broke apart during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.